Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 130mmh2o. The valve was visually inspected and no defects were noted. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. The valve was irrigated with purified water. No occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
(B)(4) the patient after the implantation of the valve experienced over-drainage and so developed a subdural hematoma. So, the surgeon closed the distal catheter to evaluate the clinic performance. During the revision surgery, after the substitution of the catheter and after having reprogrammed the valve, the surgeon decided to explant the valve.